Event description:
During a spine surgery performed for scoliosis correction, one of the teeth of two reduction devices broke while executing the correction.these metal fragments from both the instruments remained in the patient and are visible from the x-rays. The surgery was anyway completed successfully using back up instruments and no delay has been reported. Total time of the surgery was approximately 3 hours.

Manufacturer narrative:
Batch review performed on 12-apr-2024: lot 2156589: 111 items manufactured and released on 27-jan-2022. No anomalies found related to the problem. To date, another similar event has been reported on the same lot during the period of review. In this other complaint 6 devices are involved in the case. Visual inspection performed by r&d project manager: for both instruments, one of the pins that grab the pedicle screw head is broken and missing. In addition, several scratches and deformation can be seen on the tips of the arms. A certain root cause cannot be clearly identified, however potential reasons may be: - excessive reduction force applied to the instruments; - sub-optimal screw head engaging, that led the reduction force to be supported only by 2 teeth instead of 4, stressing the component beyond its mechanical limit; - incomplete unfastening of the instrument's threaded shaft prior to engaging and/or disengaging the pedicle screw head: the device features a safety mechanism that, if the threaded shaft is not completely unfastened, prevents the opening of the two arms. If the instrument is forced by means of flexional and/or torsional manoeuvres to grab or to release the pedicle screw head, stress on the pins and consequent failure may occurr. Clinical evaluation performed by medical affairs department: during a scoliosis correction surgery, two short reduction device experienced the breakage of their metallic teeth. Subsequent x-rays revealed two small metal fragment in the back of the patient. Due to thier minuscule size, identifying and removing them probabily proved challenging during the surgery. Even though the material of the instruments is medical grade stainless steel they do not belong to the series approved for long term implantation and therefore we cannot forsee the long term consequences. However, retrieving the fragments would necessitate a very invasive procedure due to their small size and therefore the surgeon has decided to leave them in place. Additional device involved, batch review performed on 12-apr-2024: pedicle screw 03.51.10.0490 reduction device short lot 2253211: 46 items manufactured and released on 05-aug-2022. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review.